Event description:
A physician reported that cut rate of the cutter did not increase normally during calibration phase of surgery. The procedure type was unknown. The surgery completion details were unknown. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).